Manufacturer narrative:
(B)(4). Batch #unk. Investigation summary: the device was received with no apparent damage. It was evaluated with a test instrument, and a ¿no uses remaining- replace hand piece¿ alert screen was displayed by the generator when it was connected to perform the functional testing. Further analysis confirmed that the hand piece has already been used 95 times. The instrument was disassembled to inspect the internal components. The moisture indicator was positive. The hand piece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the hand piece cavity during the steam sterilization process. The primary path of ingress is the distal seal; this may be caused by a reduction of the compressible force on the distal seal. However, no definitive root cause could be drawn. The hand piece is a re-usable instrument with a limited service life. The device is programmed with a counter to limit the service life to 95 procedures. The ¿no uses remaining- replace hand piece¿ alert screen advises that the hand piece has reached the end of life. This is not related to a functional failure. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. It is probable that the ingress of moisture affected hand piece functionality.

Event description:
It was reported that during an unknown procedure, the device was not working. There were no patient consequences reported. No additional information is available at this time.